Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that upon sensor deployment, while retracting the needle, the sensor wire retracted with the needle and did not insert. At the time of contact, patient did not report any injury or medical intervention.